Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl and 425 mg/dl, 210 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated cannula was not even in the body. Customer stated cannula was bent. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.